Event description:
Distal piece of hemovac drain apparently separated from the device and remained in the right knee after the doctor pulled drain the morning after surgical procedure. The piece was removed from the patient and discarded.

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. The actual sample was not returned for investigation. A review of affected device history record (DHR) showed no deviations or anomalies during manufacturing of the lot reported. Without the complaint sample for investigation, we are not able to conduct a comprehensive failure analysis. No trend was detected for this issue. A retention sample of the complaint lot was evaluated with the drain exhibiting a break strength of 58.8n (13.2lb) which significantly exceeds the specification requirement of 40n (9lb) minimum. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it as due to a manufacturing defect. No specific corrective action has been implemented at this point as the root cause(s) could not be identified. The customer is advised to refer to the directions for use (dfu) that is packaged along with the product for precautions on drain handling to prevent breakage as follow: 1) to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured, either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. 2) drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. 3) leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal. We will continue to monitor trends and utilize the information for continuous improvement.